Manufacturer narrative:
The customer¿s report that the pca set cracked and leaked at the luer connection was not confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing was performed; no leaking was observed. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Concomitant product: bd 60ml syringe-fentanyl citrate, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the rn noticed the fentanyl medication on the floor under the pca pump and the patient was agitated and restless. The tubing luer connection was noted to be cracked and leaking.